Event description:
It was reported that the device's charge switch was not operating correctly on the paddles. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the apex paddle assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed paddle assembly and observed that the charge switch had open contacts which caused it not to function.